Manufacturer narrative:
It was reported that in (B)(6) 2024, the piston did not work due to the perception of the airway pressure sensor being 0 during use in may, no patient involved. The pressure sensor 100mbar (pn 8605885) and filter (pn 8603586) were replaced and the device works well. The failure part of pressure sensor 100mbar was returned for further investigation. After investigation on the returned part, it was confirmed there was malfunction of the pressure sensor 100mbar. Based on the filed failure of the part involved, it was not systematics issue and keep monitoring. In (B)(6) 2024, the piston did not work during usage, no patient injury. The parts of the connector board (pn:8609141), the underpressure pump complete (pn:8609260), the kit ventilator assembly (pn:8621410), the breathing system complete (pn:8621397) were replaced and returned for investigation. After investigation, the breathing system complete was not draeger 's product. Investigation on the kit ventilator assembly in the lab, no failure was reproduced. Investigation on the connector board, no failure was reproduced. Investigation on the underpressure pump complete, 'ventilator malfunction, apnea (no flow)¿ occurred. Multiple tests were taken in lab over few weeks, by analyzing the debug codes and the tests of each module, the ventilation failure could be caused by the following reasons: 1. Inappropriate tube connection, like bending, may be triggered as clogged or blockage; 2. Bad connection of connectboard, that may cause the inaccurate measurement of the underpressure; besides, the maintenance of the device is unknown as it was provided by 3rd part.

Event description:
It was reported that the piston did not work due to the perception of the airway pressure sensor being 0 during use, no health consequences have reportedly occurred.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the piston did not work due to the perception of the airway pressure sensor being 0 during use, no health consequences have reportedly occurred.